Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the auto-off safety alarm occurred even though the customer interacted with the pump within the past few hours. Customer also reported that the basal iq feature suspended insulin when bg was at 202 mg/dl and bg had not been trending downward, but remained at 202 mg/dl. Customer alleged pump was not functioning properly. Customer did not upload pump data for tandem technical support to review. Although multiple attempts were made by tandem technical support to follow up with the customer to confirm if the reported issues had resolved, customer did not reply.